Event description:
It was reported that a crystalens (at50ao) was explanted because the lens vaulted anteriorly resulting in a myopic astigmatism. Prior to the lens explant, repositioning of the iol, and yag capsulotomy were performed. The pt's bcva before the lens explant was reported as 20/25 with a mr of -3.5 -2.25 x 105. This report refers to the pt's left eye. Please reference MDR# 2031924-2012-00013 for the right eye.

Manufacturer narrative:
The lens has been requested but has not been received by bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.